Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: MFR site. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿an analysis of metal ion levels in the joint fluid of symptomatic patients with metal-on-metal hip replacements¿ by k. Davda, et al, published by the journal of bone and joint surgery (2011), vol. 93-b, pp. 735-745, was reviewed. The primary aim of this study was to validate a method of metal ion analysis in the synovial fluid of symptomatic mom hip joints, and to investigate the relationship of these values to several clinical variables. The authors retrospectively analyzed the metal ion levels of synovial joint fluid in patients with problematic mom hips. Implanted products: there were 92 hips analyzed in this study. The depuy products included in this study were 18 asr hemiarthroplasties. The remaining hips were competitor products. Results: the results capture the total number of failures listed within the article. The authors do not differentiate the failures with component manufacturer. The following list of failures includes all failures listed within the text of the article. 14 patients with either acetabular or femoral component loosening. 35 patients with unexplained pain- no cause was defined. 5 patients with a mispositioned cup. 4 patients with infection. 2 dislocations- defined as a component failure, treatment unspecified. 1 periprosthetic fracture- location unknown. Every patient had elevated ions in the synovial fluid- defined as armd. This is captured as foreign body reaction and bearing wear of the cup and head. The authors note that 30 patients had elevated blood metal ions. The range for cr was 1.8 ppb- 13.2 ppb and cr range was 4.1 ppb to 12.2 ppb. Captured in this complaint: asr cup and head ".